Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/the client experienced pain'), seizure ('seizures,') and genital haemorrhage ('general abnormal bleeding/bleeding/obsessive bleeding') in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/obsessive bleeding"), mental disorder ("psych injury related to essure? Yes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections,"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine/migraines / headaches"), visual impairment ("vision problems/vision/eye problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)/obsessive bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, seizure, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, migraine, visual impairment and weight increased outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New event abnormal bleeding (vaginal) were added. Updated outcome of genital bleeding, menorrhagia from unknown to recovered / resolved. Lot number, , reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/the client experienced pain'), seizure ('seizures,') and genital haemorrhage ('general abnormal bleeding/bleeding/obsessive bleeding') in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/obsessive bleeding"), mental disorder ("psych injury related to essure? Yes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections,"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine/migraines / headaches"), visual impairment ("vision problems/vision/eye problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)/obsessive bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, seizure, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, migraine, visual impairment and weight increased outcome was unknown and the genital haemorrhage and vaginal haemorrhage had resolved. The reporter considered alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: (B)(6) 2009(discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/the client experienced pain/lower pelvic pain') in an adult female patient who had essure (batch no. 685783) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". The patient's concurrent conditions included obesity, blood pressure high and hepatitis c. In 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/obsessive bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)/obsessive bleeding"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infections"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine/migraines / headaches") and visual impairment ("vision problems/vision/eye problems") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced seizure ("seizures,"), genital haemorrhage ("general abnormal bleeding/bleeding/obsessive bleeding"), mental disorder ("psych injury related to essure? Yes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("headaches"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the seizure, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, migraine, visual impairment, weight increased and headache outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: (B)(6)2009(discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: plaintiff fact sheet received. Event per pfs: headaches was added. Outcome for pelvic pain was resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/the client experienced pain'), seizure ('seizures,') and genital haemorrhage ('general abnormal bleeding/bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmatory test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), mental disorder ("psych injury related to essure? Yes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections,"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, seizure, genital haemorrhage, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, tooth disorder, migraine, visual impairment and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, mental disorder, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received- new events general abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury related to essure? Yes, vaginal infection, vaginal discharge, bladder problems, urinary problems, bladder infections, uti, fatigue, hair loss, dental problems, migraine, seizures, vision problems, weight gain, she did not underwent for confirmatory test were added. New reporter, patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.